Event description:
It was reported that on (B)(6) 2022, the patient underwent a removal/revision surgery of the distal radius for unknown reason as part of 2 stage planned procedure. Removal of cement block from radial shaft section. Transport fibula to radius. Fix distal radius to fibula to ulna with longer plate. This report is for one 2.4 va locking screw sd 12 sterile. This is report 4 of 6 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: patient identifier: (B)(6). Initial reporter facility name: (B)(6). Additional device product codes hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: a photo investigation was completed: visual analysis of the photo revealed that the screw, was visible in the x-ray image and picture and visible damage was not observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.